Event description:
The pt reported via medwatch, the spinal cord stimulator system was implanted for three yrs. The pt underwent a CT scan with the device on and functioning. The pt felt a severe electric jolt in the back and legs when the CT scan was activated. The pt continued to have abnormal stimulation in the abdomen and lower legs until the stimulator was turned off. The stimulator was turned back on the next day and appeared to function normally. Two months later the battery in the neurostimulator failed. The implant physician was contacted.